Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 3. The home patient (hp) stated that extension lines were used. The technical service representative (tsr) assisted the hp with troubleshooting. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The system error 2240 alarm could not be confirmed, because the sample was not returned and a cause was undetermined. A batch review could not be performed as lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) and renq-CAPA-(B)(4).